Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient felt swelling around their implantable pulse generator (ipg) site. As a result, a pocket revision was performed on (B)(6) 2020 wherein the ipg was repositioned deeper into the pocket. There were no complications during the procedure. Patient was stable.